Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of 250ml of aragatroban, at a rate of 0.799mcg/kg/min, 3.5ml/hr, with a vtbi (volume to be infused) of 183ml, for a duration of 52 hours, and the delivery was started. After an unspecified length of time, between 1552 and 1650, the nurse reported the device alarmed 40 times for proximal occlusion. The nurse indicated that the alarm condition could not be cleared. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, there were no reported adverse patient effects. Though requested, no additional information was provided, including if any medical interventions were required.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.